Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15285. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2014 and 1 of the patient's model 3286 leads was explanted and 1 was repositioned. A model 3186 lead was also implanted. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.